Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impacting head has broken off metal base. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Additional narrative: the returned device confirmed the reported breakage. On visual inspection scratches and impaction marks identified on the instrument were consistent with prolonged use. Therefore, this failure will be attributed to the device being worn from normal use and servicing. Due to the nature of the complaint, the risk to the patient was considered low and therefore no further action is required. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.